Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen went dark quickly during use and the wake/sleep button was intermittently unresponsive, with lack of vibration feedback, leading the user to believe the device was defective; video evidence was obtained and a replacement was arranged. Symptoms included device unresponsiveness during attempted interaction. Outcomes included no impact to blood glucose control and uninterrupted cgm use via the dexcom app or receiver. Investigation included collection and review of user-provided video and troubleshooting regarding wake duration and button function. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.